Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. No further investigation was necessary for this complaint. Patient was treated for infection with the help of betadine antiseptic. Patient is feeling better and is currently using eversense xl cgm system.

Event description:
Senseonics was made aware of an incident where patient reported infection at the insertion site. Patient had started feeling itchy at the insertion site and when he visited hcp, it was observed that an ulcer was formed and pus was coming out. Patient's hcp (inserting prescribed betadine to treat the symptoms. Patient is getting better and currently using the eversense xl cgm system.